Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported following a trial implant on (B)(6) 2024, the patient had complaints of leg weakness while standing patient went to ER and the lead was pulled out since needing an mr. Patient is in stable condition.